Event description:
After iabp for 30 minutes, an abnormal balloon interior pressure waveform was observed. There was no alarm. No augmentation was noted. Since the pt's condition deteriorated, the dr pulled out the iab and inserted a second. A leak was noted. Blood was in the iab catheter. As a result of the event, the pt had an ami. The pt's condition deteriorated. The pt went for surgery. Event complications: pt had ami/condition deteriorated/surgery-rpt'd 11/13/96. Pt's current status: unk - rpt'd 11/13/96.